Event description:
The device is the lifescan fast take compact blood glucose monitoring system. It was giving incorrect readings. Child's blood glucose reading was 25. Her mother was giving her juice and the readings were not going up. Mother called 911. Paramedics retested her with both the child's meter and their meter. Her blood sugar reading was found to be 80 per the paramedics' equipment. As far as rptr knows, family still has the device. This is the second faulty machine rptr has encountered. She had returned one about four months ago because it quit working. When she was talking to the lifescan rep, the rep made the remark "they are temperamental. You can't drop them. Yet on occasion, they may be dropped".